Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was not functional on the insulin pump. Customer's blood glucose was 108 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.